Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h4 and d10 (full device name clv-s400-visera 4k uhd xenon light source). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that the e116, and e117 was indicated due to a temporary anomaly that occurred on either or all of the motherboard, graphics processing unit (gpu), or v substrates. However, a definitive root cause could not be identified. The instructions for use and labeling of the product were checked, and there were no abnormalities leading to indication phenomenon. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the camera unit had a camera control unit error which showed up as e116 and e117 errors. The issue occurred during preparation for use. The procedure was completed by replacing the equipment with a substitute item. There were no reports of patient harm.